Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the device fractured off and was not returned. The device was also heavily damaged with numerous scratches, nicks and gouges on the surface. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery while normal impaction the impactor tip broke. A backup was immediately available so there was no delay in the case.